Event description:
During a laparoscopically assisted vaginal hysterectomy on the second of the rfx35 the knife did not cut and the staple line bled on one side. On the third firing the knife did not cut or staple and the coagulation was questionable. There was no consequence to the pt. Additional info: no relevant tests/laboratory data; pt was in good health with no relevant pre-existing medical conditions.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.